Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy for obesity procedure, the patient experienced abdominal pain, sweating hypotension, and tachycardia. It was also found out that the patient had bleeding on the staple line close to the gastric antrum. To stop the hemorrhage, the patient underwent another surgery the following day wherein the surgeon had visualization of the bleeding site. The surgeon then used a clip applier to stop the bleeding. This led to 2l blood loss and severe deterioration in health status. The patient was transferred for continuous care monitoring and was given multiple blood transfusion while being monitored.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3h2255y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3d0530y); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3f0024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.